Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, photograph and logs of the ventilator has been sent by the customer for review. No root cause has been determined at this time, since the investigation has not started yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported device not ventilating properly and gives xdcr fault, circuit fault, high pip & low ve alarms on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis received the main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple transducer (xdcr) alarm errors. The calibrations were performed on the transducers and found the xdcr pt801 and pt800 failed, which would not calibrate. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA ca-2017-020.